Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a piece of the cartridge septum got stuck in syringe needle. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully fill a cartridge.